Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque prolapse requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 15 mm xience v stent was deployed in the 2nd obtuse marginal saphenous vein graft (svg) lesion. A 3.0 x 28 mm xience v stent was deployed in the left main coronary artery (lmca). A 3.5 x 08 mm xience v stent was deployed in the proximal circumflex (cx). At about 13 days later, the pt experienced onset of chest pain. The pt had an angiogram at approximately 2 weeks later, which revealed severe plaque prolapse into previously placed left main coronary stent which extended into left circumflex. Another stent was placed to treat the plaque prolapse. No add'l event or pt info is available.